Manufacturer narrative:
Additional information: e1 initial reporter.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable.